Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and no failures were detected. The data log was reviewed and a hardware error was observed. The reported event of a hardware error was confirmed. A root cause could not be determined.

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 on patient's behalf and claimed that on (B)(6) 2014 the patient experienced a hardware failure. Foreign patient perform a reset and the reset was successful for reported issue. The foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).